Event description:
Allegedly, patient was revised due to mom complication: hip pain; elevated blood cobalt levels; peach-colored fluid; extensive fibrosis; extensive granulation tissue; sections of bone containing lymphocytes and plasma cells as well as soft tissue containing patch chronic inflammation left.

Manufacturer narrative:
This is the same event as 3010536692-2015-01261, -01263.